Event description:
It was reported that an asymptomatic patient presented in clinic during a follow-up. Upon interrogation the device went into backup vvi. The patient was not aware of any emi or surgical procedures. A device download was performed successfully. Bvvi patient notifier was on. The patient will be followed normally.